Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Performed the fusion hfo pressure decay leak test on the water side. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there was a leak detected. The water side was filled with colored water and there is evidence of a leak into the fiber bundle with the colored water visible in the blood side portion of the fiber bundle. Reason for the return was confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of a pixie oxygenator, it was reported that there was a possible break in the internal valve, dysfunction in the internal valve, and mixing of water with blood. The device was replaced. There was no patient involvement, so no adverse effect occurred. Additional info b5: medtronic received additional information that there was a fluid leak inside the oxygenator, and thus a breakage or manufacturing defect led to fluids leaking from the heating and cooling pipe. There was no fluid flow resistance. The blood was not used for priming. Additional info d1: updated the brand name additional info d2: updated the product code and common device name additional info d4: model number, catalog number, and serial number information updated additional info e1: first and last names of the initial reporter updated. And the phone number updated correction h6: annex a code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information device evaluation summary: additional visual inspection showed evidence of damage / several cracks in the device housing including the housing between the water and gas side of the device. The reason for the return was confirmed for a leak; however, with the additional evidence of damage/cracks possibly do to handling this may not be a manufacturing issue. Correction section e initial reporter: the phone number has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note: initial reporter first and last name are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a pixie cardiotomy venous reservoir (cvr), it was reported that there was a possible break in the internal valve, dysfunction in the internal valve, and mixing of water with blood.the use of the device was unknown. There was no patient involvement, so no adverse effect occurred.